Manufacturer narrative:
(B)(4). Insulin pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case on battery tube side and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked and it was exposed with water. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.